Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient reported for the last two nights, she have been experiencing some leakage and once again today during the day. The patient is wondering if she should use a slightly higher setting at night. The patient said that so far she is very pleased with the symptom results as she had experienced 90% improvement. The patient said that she will give it another week before adjusting. No further patient complications are anticipated or expected as a result of this event.